Event description:
This lead was being revised due to it showed low impedance and high threshold. During lead revision an infection was found and system was explanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.